Manufacturer narrative:
The insulin pump was received with blank screen due to moisture damage on electronic stack. Moisture damage was also noted on the motor. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, the customer had jumped into the pool with the insulin pump on. Customer's blood glucose was unknown. The device was submerged under water for five minutes. No alarms have occurred. Customer's mother was unable to run the self-test. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.